Event description:
During recapping to perform a second injection of lidocaine (2 part injection), the needle bent at an almost 90 degree angle and perforated the cap. Clinician was subsequently injured with a needle stick from a "used" needle.